Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was reviewed by regulatory post market surveillance (rpms) analyst. The image of maryland bipolar forceps is consistent with the alleged issue of piece of metal from the pulley found during cleaning.

Event description:
It was reported that during central processing, the customer found a piece of wire was broken off from the maryland bipolar forceps (mbf) instrument. Site did not know if the broken piece came from the frayed cable of the mbf instrument or from the cleaning brush. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after reprocessing. The instrument and the fragments will be returned for analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have foreign particles lodged in between the grip cables. The foreign particles were removed from the grips using a tweezer. The particles appeared to be metal pieces of staples or clips. Visual inspection displayed no signs of physical damage to the grip cables.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further investigation was performed by the isi advanced failure analysis engineer (afae). The four metal pieces were removed from the instrument. Visual inspection of the instrument shows no evidence of missing or damaged components (ex: grip/pitch cables) on the instrument that would have been the source of the metal pieces. The components are not similar in appearance to any distal end instrument components. The metal pieces range from 0.085" to 0.374" long and 0.007" to 0.008" in diameter. The two longest pieces have a silver color and are attracted to a magnet, while the other two pieces have a darker gray color and are not attracted to a magnet. Magnet check results indicate the silver metal is a different material than the dark gray metal. Inspection of the dark gray metal also showed the presence of angled tips on both pieces. The origin of the fragment could not be conclusively determined based on this investigation and available evidence.

Event description:
Refer to h10/h11 for follow-up information.